Manufacturer narrative:
A follow up report will be submitted once the quality investigation is complete. Device was not returned to the manufacturer facility for evaluation.

Event description:
It was reported that the patient received small cut during a cast removal procedure. Upon follow up customer stated that the patient was cut slightly. It was just enough to cause a bleed and about 1/2 inch long. They put skin glue called dermabond on the cut and the patient was fine. No additional follow up was needed. Procedure was completed without a delay.

Event description:
It was reported that the patient received small cut during a cast removal procedure. Upon follow up customer stated that the patient was cut slightly. It was just enough to cause a bleed and about 1/2 inch long. They put skin glue called dermabond on the cut and the patient was fine. No additional follow up was needed. Procedure was completed without a delay.

Manufacturer narrative:
The reported event, patient received small cuts during cast removal, was unable to be duplicated and no failures were confirmed as the device was not returned for investigation. Based on information provided by the customer, the customer did not believe the device was the issue, rather the technique that was used. Device was returned to the manufacturing facility for the evaluation.